Event description:
During a cvvh treatment, the pt became hypotensive. The treatment parameters were reviewed and determined that the ultrafiltration rate was incorrect. The patient required 1.5l normal saline fluid resuscitation and titration of vasopressors; one unit of prbc's was also administered, patient had been receiving blood products prior to event. Facility staff suspected an operator key press error which was confirmed through cycler log file analysis.

Manufacturer narrative:
Log file analysis showed that the user had increased the ufr to 999 ml/hr at 1:56 am; then reduced it to 0 at 3:18 am. The initial ufr was set at 100 ml/hr. There is no evidence of a device malfunction. The reported event is attributed to use error. Facility staff will be providing add'l training. Nxstage medical considers this report closed. No add'l info will be provided.